Event description:
It was reported that after the initial implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the device delivered three inappropriate shocks. A device interrogation was performed and subsequently, the device was reprogrammed. Additional troubleshooting measures were taken in which, the patient underwent a chest x-ray and manipulation maneuvers. The manipulation maneuvers successfully reproduced the observed noise and the chest x-ray exhibited air in the sense b electrode area. Ultimately, device therapies were turned off until confirming the air had been absorbed by the body prior to the patient's discharge from the hospital. The device system remains in service. No adverse patient effects were reported.